Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
It was reported that the consultant has used silicone pads along with berci grasping forceps during a common bile duct exploration. Consultant has removed the scope from the patient, when removing the silicone pads, one has bounced across the room and been retrieved, at this point the team are unable to locate the second. There are now concerns the second one has been lost within the abdomen. The consultant has explored laparoscopically but been unable to locate or retrieve this item. Patient was transferred to recovery stable no death or (unanticipated) serious deterioration in state of health reported. Since the location of the second pad is unclear and there is the possibility that it is still inside the patient, a report is required.

Manufacturer narrative:
As the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The investigation was completed on 2024-06-19. According to the information provided, item 30510px was used in conjunction with berci gripping pliers. When removing the item 30510px, the silicone pads were removed from the berci gripper and both or one of them bounced through the room due to the release. Only one silicone pad could be found in the room, the specialist performed a laparoscopic examination but could not find or retrieve the item. The operating practitioner was initially sure that he had seen both outside the abdomen after the instrument had been used but was then no longer sure. There is no indication of any failure of the silicone pads. Internal karl storz reference number: (B)(4).